Event description:
It was reported when flushing catheter it is leaking. When they pulled out the catheter they see a hole close to the hub/wings. No harm to the patient and no leakage on hcp. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length is 41cm, inserted in the basilic, exit site marking at 0cm, secured with a statlock, and dressed straight along the patient¿s arm. PICC used for oncology treatment of oxaliplatin. Leakage during flushing with saline occurred 1 month after placement, -1, just by connection between wing and catheter. The patient was very physically active, lifting weights and went to the gym almost every day and insertion site did not heal. Site cleaned with chlorhexidine solution poured from a bottle 0,5%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed in the molded joint between the catheter body and suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when flushing catheter it is leaking. When they pulled out the catheter they see a hole close to the hub/wings. No harm to the patient and no leakage on hcp. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length is 41cm, inserted in the basilic, exit site marking at 0cm, secured with a statlock, and dressed straight along the patient¿s arm. PICC used for oncology treatment of oxaliplatin. Leakage during flushing with saline occurred 1 month after placement, -1, just by connection between wing and catheter. The patient was very physically active, lifting weights and went to the gym almost every day and insertion site did not heal. Site cleaned with chlorhexidine solution poured from a bottle 0,5%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported when flushing catheter it is leaking. When they pulled out the catheter they see a hole close to the hub/wings. No harm to the patient and no leakage on hcp. No other information was provided.